Manufacturer narrative:
CAPA 138841 has been initiated to investigate this issue.

Event description:
The device is included in the fa-q424-hf-1 heart failure cloud migration fsca initiated on 04oct2024 as previously reported in report reference number MDR (B)(4). On 20nov2024 it was confirmed that a second instance of signal acquisition difficulty that occurred on (B)(6) 2024 was also related to fa-q424-hf-1. The unit was replaced.

Event description:
During device analysis it was determined the unit also had signal acquisition issues.